Event description:
It was reported patient admitted to the hospital for a relapse of autoimmune encephalitis underwent a powerpicc catheter insertion procedure in the right upper limb on (B)(6) 2026, with the catheter¿s position confirmed by x-ray. The procedure was performed according to protocol and without complications; however, suspicion arose regarding the presence of a ¿foreign body¿ in the pulmonary artery, and on (B)(6) 2026, a new chest x-ray was ordered, the report of which revealed a ¿metallic wire on the right side.¿ a computed tomography (CT) scan performed on (B)(6) 2026, confirmed the presence of a linear metal wire lodged ¿in the saddle¿ of the main pulmonary arteries. As a result, on (B)(6) 2026, the patient underwent percutaneous surgery to remove the fragment of the guidewire. He was discharged from the ICU the following day and remains under continuous monitoring and care at the hospital. The patient is doing well after the surgical intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.